Event description:
(B)(4). Stomach spasms, severe pain on right side, bloating, unexplained weight gain, loss of libido, irregular periods, symptoms of having a period for half a month at a time and changes in unable to reach orgasm. I never experienced any problems in the past prior to this device. I feel miserable and fatigued the majority of the month. Chronic bloating all of the time and sharp pains in side prior to beginning menstrual cycle.